Event description:
It was reported that during a surgical procedure at 41,000 joules the fiber burned out quickly and the aiming beam was noted to be weak from the start. The procedure was completed with the second fiber. The patient outcome was reported as: "ok."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached; the metal cap is returned; the glass cap exhibits severe devitrification at the output window; the glass cap output area appears depressed; the metal cap exhibits moderate charred detritus adhesion. Based on failure analysis results. The potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.